Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (plate breakage) could be confirmed from provided x-ray. In addition, there is also a broken screwshaft visible. Product was not returned (none of the returned concomitant parts is broken). Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon x-ray review it was noted that besides the broken plate there is also a broken screwshaft visible. Concomitant devices reported: 95 deg condylar plate 12 holes/80mm/204mm (part number 237.260, lot 5l24747 quantity 1), product code: 214.844, lot #: 8184632, quantity: 1, product code: 214.846, lot #: l254115, quantity: 1, product code: 214.848, lot #: 9142634, quantity: 1, product code: 214.848, lot #: 9501414, quantity: 1, product code: 214.850, lot #: 3l40817, quantity: 1, product code: 214.854, lot #: l907577, quantity: 1, product code: 214.854, lot #: 2732299, quantity: 1, product code: 214.870, lot #: 5l42569, quantity: 1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: only event year is known, 2020. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that a patient had a revision surgery for a broken angle blade plate that was implanted (B)(6) 2020. It is unknown when the plate broke. The patient had a number of comorbidities that lead to the non union and eventual implant breakage. Concomitant devices reported: 95 deg condylar plate 12 holes/80mm/204mm (part number 237.260, lot 5l24747 quantity 1), 54mm cortex screw (part number 214.854, lot unknown, quantity 1), 50mm cortex screw (part number 214.850, lot unknown, quantity 1), 70mm cortex screw (part number 214.870, lot unknown, quantity 1), 44mm cortex screw (part number 214.844, lot unknown, quantity 1), 48mm cortex screw (part number 214.848, lot unknown, quantity 2), 46mm cortex screw (part number 214.846, lot unknown, quantity 1). This report involves one (1) unknown screws: trauma. This is report 2 of 2 for (B)(4).